Manufacturer narrative:
Customer service was able to walk the customer through inserting the battery pack. Once the battery was installed the AED would not power on. This AED was not able to function and therefore analysis of the device nor a review of its electronic log files were possible and thus the root cause could not be determined. The customer was referred to a distributor to purchase a replacement battery and as a follow-up with the customer, the proper maintenance of this device was reviewed.

Event description:
A customer reported their battery pack will not stay latched in their AED. The customer did not report this occurring during patient use.

Manufacturer narrative:
Upon return, the device underwent bench testing, it was confirmed that the battery pack could not be securely latched into the battery well. The issue was caused by broken battery latch, which are intended to assist in securing the battery in place. Despite the damaged latch, the device is able to function when the battery is manually held in position. The device was removed from service.